Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the electrode of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s hospital staff provided a cream for the skin irritation. Outcome of the irritation is unknown.